Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level. The customer reported that they have an insulin pump and were having problems controlling the diabetes and running really low. The customer stated it happened 2 nights ago. Patient's blood glucose at time of incident was 41 mg/dl. Patient's current blood glucose was 156 mg/dl. Patient treated with food. Patient has been experiencing low blood glucose and treating and getting no warning and at night won't even eat to treat. Finally get candy into mouth that was sweet. Customer stated the drive support cap appears normal (slightly indented). Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.